Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 21 17:39:56 edt 2017 with MFR# 3004753838-2017-59579. The ack3 was received on mon aug 21 17:39:56 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the display screen became frozen. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.